Event description:
It has been reported to co that a small segment of the tip of the wire separated from the wire and remained lodged inside the patient's vein while a lead was being placed. The physician was performing a biventricular implant with the left ventricular lead. The physician had difficulty with an angioplastic guidewire, it appears that the most distal part of the wire (1-2mm) has remained fixed in a vein in the coronary sinus, because it broke when the physician was removing it from the lead. The physician has commented that the patient is ok because the part is very little, stable and almost invisible. The patient is reported to be fine.